Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The noise was able to be reproduced in clinic with body movement in lying and sitting position. It was noted that at the beginning of this year the patient had a valve surgery with open thorax, the sternum has not grown together and is unstable. The system was deactivated, and the patient will probably receive a transvenous system. A replacement date is not yet schedule. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The noise was able to be reproduced in clinic with body movement in lying and sitting position. It was noted that at the beginning of this year the patient had a valve surgery with open thorax, the sternum has not grown together and is unstable. The system was deactivated, and the patient will probably receive a transvenous system. A replacement date is not yet schedule. This electrode remains in service. No additional adverse patient effects were reported.